Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had pods that would leave indentations on their body. The indentations were reported to be filled with liquid. When the pod is removed from the site, the area would not revert back to its normal state. The average size of the indentations are between 1/2 to 1 inch. The ongoing issue has been occurring for about 3 to 4 months. No further details to report.